Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission, noise was noted and high ventricular rate events on the pulse generator. No additional information was available.